Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim t was reported by the customer that the rubber piece at the end of the extension sets are being displaced after the pivo device is being used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One unknown sample was returned for investigation. The set was examined for defects and abnormalities. The needless connector was depressed. No other defects or abnormalities were observed. The customer complaint was verified. The root cause is unknown. A device history record review could not be performed because a model and lot number was not provided by the customer.